Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use, after transeptal, the octaray mapping catheter was introduced into the faradrive sheath. After insertion and before mapping could begin, the physician noticed back flow coming from the sheath valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.